Manufacturer narrative:
Pharmacovigilance comment: (B)(4). The event abscess cheek assessed as serious, expected and possible related.

Event description:
Case reference number (B)(4) is a spontaneous case report sent by a physician which refers to a female (B)(6). Pt is healthy, but has sun damage and is a heavy smoker. The pt has no history of allergies. No previous treatments with similar products. No info on facial surgery. Pt treated in (B)(6) on (B)(6) 2011 with restylane subq, 2 ml on each side (lot number not reported) on cheeks (malars) and nasolabials. Technique used: sublabial subq treatment to malor areas. Simultaneously treated with restylane 1 ml on lips/drools. The adverse event started with red left cheek 4 days after injection and is: abscess left cheek [implant site abscess] which began on (B)(6) 2011. The reaction was deemed serious by the reporter because it required intervention. Pt had red left cheek since 4 days after injection, left abroad 8 days after treatment and she did not seek help. This progressed into a facial abscess - overlying skin necrosed and abscess spontaneously drained on the flight back to australia from thailand 4 weeks after injection. Pt received antibiotics/drainage/debridement/laser treatment to scar and will need further laser treatment and filling the deep divot. (B)(6) 2012 follow up info received: ear was pierced with no excessive scarring. Culturing performed for the first event abscess without growth. No suspicion of parasitoids to have caused pt symptoms. Keflex antibiotics used to treat the pt. Pt treated to scarring with restylane perlane on (B)(6) 2011 (lot number and amount not reported) and an abscess developed again despite the prophylaxis antibiotics use. On an unk date, a new adverse event recorded as abscess left cheek [implant site abscess]. The reaction was allowed to settle. The left cheek was treated with laser (unk type) and subsequently the pt left cheek was treated with fat transfer. The outcome for both abscess left cheek [implant site abscess] is recovered/resolved.